Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports the dental evaluation revealed multiple carious lesions, posterior pocket depth of 4+ on all posterior molars subgingival calculus and generalized bleeding. Dentist recommended patient halt orthodontic treatment until periodontal issues are resolved.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.